Event description:
It was reported that the ventricular connector lock on the external pulse generator was broken. The generator was returned for service. No patient involvement was indicated in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was noted that the upper case was dented, the keyboard pad was cosmetically damaged, the ring cover and one side bail cover were broken, and the lead flex cover was contaminated. The main printed circuit board was also out of specification due to the loss of battery backup function during a battery changeout.